Event description:
It was reported that during a procedure at the user facility that the device was overheating. The procedure was completed successfully using an alternative device without a clinically significant delay; no adverse consequences or medical intervention were reported.